Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
It was reported by the customer that ergo exports the wrong collimator angle. Based on the available information there has been no actual mistreatment.